Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomoly. Customer stated that there as no response from any button. Customer stated that pressing menu button does not take them to the menu screen. Customer stated that using the up arrow does not allow them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer was unable to clear the alarm. Customer stated all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.